Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Transcripts revealed that the pacemaker was in backup vvi. The patient presented in clinic and the device was reprogrammed to resolve the issue.